Event description:
It was reported that the patient presented for follow-up with noise exhibited by the right ventricular lead.further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2023-00447, the same issue was previously reported as 2017865-2022-49080.